Manufacturer narrative:
E1.: zip code continued: (B)(6), e1.: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii.

Event description:
Healthcare professional reported, right device rupture. And capsular contracture, baker grade ii. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture/ capsular contracture was received on nov 14, 2024, with lot number 2903329. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right device rupture and capsular contracture baker grade ii. The device has been explanted and replaced with non-allergan device.